Event description:
Caller reported a malfunction on the pump there was no reported impact to the customer's blood glucose level exceeding 500 mg/dl, but the specific impact was unknown or declined. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).